Event description:
It was reported following a diagnostic procedure, a 6f angio-seal evolution was used to close the pt's femoral arteriotomy. The pt complained of not feeling well and was diagnosed with a suspected bleed. Manual compression was applied. The pt received several covered stents to repair an arterial tear. The pt's condition is reported to be stable and is recovering in the hospital. The physician stated he felt something was not right when he did the deployment. An appt has been scheduled with the physician for further info and training.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. No angio-seal training record was found for the physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.